Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated (B)(6) ag/ab result on the architect i2000sr analyzer. The following data was provided: initial 19.48, repeat 130.21 s/co. The sample was confirmed negative 0.10 s/co on 12/5 (non-reactive) alinity m (B)(6) < 20 copies/ml on 12/5 (non-reactive) there was no impact to patient management reported.

Manufacturer narrative:
The suspect medical device was update from the analyzer to the reagent. Ln 4j27 has a similar product sold in the us ln 2p36 which the package insert warns the user: warning: not intended for use in screening blood, plasma, or tissue donors. Therefore, this event is no longer reportable in the us. No further follow ups will be provided.